Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 124 mg/dl.